Event description:
Additional information was received indicating the patient wanted their ins checked because they were having trouble with the recharging process. The recharger system was checked and it was discovered the antenna's wire was damaged, which may have led to the por and error code. A physician recharge mode was performed and the ins was read with the ct900 to check impedances, programming settings and turned on the ins. The physician asked the patient to fully recharge their ins and at the end of the session the patient was receiving thearpy. Regarding the number being displayed, it was caused by a rare and harmless timing bug involving the real time clock (rtc) in the insr (recharger). This occurs when the rtc does not get properly initialized at power-up. The number displayed is not an error code, rather it is the corrupted time value in the rtc for the remaining physician recharge mode. The issue is self-correcting and is to be of no concern, and does not indicate anything wrong with the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an error code 31170917 on the insr (recharger) after power on reset (power on reset).